Event description:
The customer reported that the PowerCURVE Navigating Osteotome that came in the STAR Tumor Ablation Kit was difficult to remove from the patient when partially crossing the vertebral body at L5. The access needle was not bent and the physician was able to remove both the PowerCURVE and Access needle as well. They opened up a new PowerCURVE and was able to complete the case well. It was noticed there was some tension when trying to place the PowerCURVE through the access needle on the back table. There was no patient injury or medical intervention required.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included.Two used PowerCURVE and one Access needle was received for evaluation. Upon investigation no issues were identified with the PowerCURVE, therefore the Customer complaint was not confirmed.This complaint will be used to trend for similar complaints. A search of the Complaint Database was performed and no similar complaints for this lot number were found. The Device History Record was reviewed, and no exception documents were found.